Event description:
It was reported that customer previously received a minimum fill notification while attempting to load new cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Customer filled cartridge with insulin, used a portion for tubing fill, and then changed cartridge and infusion set to complete loading process and successfully resumed insulin delivery, with no additional actions documented.